Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 249 mg/dl. The customer was unable to rewind the insulin pump due to alarm. The reservoir leaked past the o-rings. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir(transfer guard not returned). Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per as follows: reservoir filled and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Conclusion: reservoir do not leak. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.